Event description:
It was reported that the doctor was removing the stylet from the quad lead during a tri-pole spinal cord stimulation trial. When the stylet was removed the lead seemed to uncoil. It was reported that there was lead breakage. A new quad lead was opened and used. The patient was never in distress and never experienced any adverse effects. The patient had a successful stimulation trial and was being scheduled for an implant. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
Final device analysis of the lead revealed the proximal end of the lead was stretched. The insulation was broken/torn under the connector. The outer insulation was intact. Functional testing revealed the continuity was acceptable with no shorts between the circuits. The stretching was noted to be related to user handling. Final device analysis of the stylet revealed no significant anomalies. The stylet wire was bent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.